Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in good condition. No physical damaged was found on the device. The investigator was unable to download the event log. Error code 41541 was duplicated at power up. The investigator determined that the product problem was caused by a faulty latch/lock optic flex. The latch/lock optic flex was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump displayed an error code. No patient injury or complications were reported in relation to this event.